Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that patient faced four infusion set fell off during use events. The infusion set had been used for less than 3 days. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.